Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mildly calcified and severely tortuous circumflex artery. After a stent was implanted to treat the target lesion, the opticross 6 hd imaging catheter was advanced for post intravascular ultrasound examination over a non-boston scientific (non-bsc) wire. When the catheter was pulled back, the non-bsc wire became stuck in the distal tip of the catheter which was damaged. The devices were removed together. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port was partially torn. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mildly calcified and severely tortuous circumflex artery. After a stent was implanted to treat the target lesion, the opticross 6 hd imaging catheter was advanced for post intravascular ultrasound examination over a non-boston scientific (non-bsc) wire. When the catheter was pulled back, the non-bsc wire became stuck in the distal tip of the catheter which was damaged. The devices were removed together. There were no patient complications.